Manufacturer narrative:
One ventilator device was received for investigation. The reported issue was confirmed during functional testing, when the unit was determined to have frequency control calibrations out of specification. The manufacturing device history record was reviewed and the device passed all tests and checks. A root cause for this issue could not be determined. The reading needle was replaced and the frequency set was recalibrated.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device's frequencies are below tolerances. No patient injury was reported.